Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced two insulin flow blocked alarm events on (B)(6) 2025. The blockage was in the tubing. Infusion sets were used for 18 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.